Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2013-08284, 2134265-2013-08410. It was reported that automatic pullback failure occurred. The 100% target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with atlantis sr pro² coronary catheter to visualize the lesion. When the physician attempted to observe the image, he was unable to perform automatic pullback. So he attempted to observe the image through manual pullback but the image disappears. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.